Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a pin hole observed in the silicone tubing of the returned set. Functional testing including clear passage testing, leak testing, and clamp function testing was performed. There were no issues noted during clear passage testing and clamp function testing. During leak testing, a leak was observed in the silicone tubing. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set assembly (short), titanium spike leaked from an unknown location; further described as ¿the leakage part was not the connection between the patient adaptor and the titanium adaptor¿. This occurred at the patient¿s home during use for peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.